Event description:
It was reported that damaged sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient removed the sensor on (B)(6) 2024. On (B)(6) 2024 at 8:00 am the patient´s mother noticed that the patient's arm was red and swollen, the sensor wire remained inserted into the patient's arm. The sensor wire was reportedly broken into two pieces. The patient's mother treated the patient with 200 mg of tylenol (paracetamol) 1 tablet within 24 hours for pain relief. On (B)(6) 2024 the patient went to emergency care, where they performed an x- ray and the doctor attempted to remove the sensor wire (by unspecified means). The doctor administered 5 ml of 1 percent lidocaine to numb the arm. However, they were unable to remove the sensor wire. The patient was scheduled to have surgery on (B)(6) 2024. At this time, there is no information about the patient's appointment. At the time of the report the patient was still experiencing pain in the arm. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).